Manufacturer narrative:
Concomitant medical products: 5568-53, lead, implanted: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced chest pain the spread into their neck, back, and left arm. Their device was checked and it was noted that the right ventricular (rv) lead exhibited high threshold. It was also noted that the right atrial (ra) lead exhibited oversensing on atrial tachycardia/atrial fibrillation (at/af) episodes. The rv and ra leads remain in use. No further patient complications have been reported as a result of this event.